Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer, who instructed customer to look at the physical connection. The customer found that the speaker was unplugged from the pc. The device was confirmed to be operating per specifications after re-plugging in the speaker. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating that the volume is completely up, yet the monitor is not alarming. The device was in use on a patient at time of event, there was no adverse event reported.